Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigating has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that during the impaction of the shell using the cup positioner under hammering, the instrument broke. There was no harm or injury to the patient. Attempts to obtain additional information have been made; however, no more is available.